Event description:
It was reported that the device had a rapid reduction in battery voltage. The device was scheduled to be replaced. It was later confirmed that the device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data was collected from the device and analyzed. Analysis revealed the device was pre/approaching elective replacement indicator (eri). Daily trend in save to disk data shows bat= 2.64 volts between (B)(6) 2011, is just before device rrt<= 2.62 volt. Subsequently the device was returned and analyzed and analysis revealed a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the device had a rapid reduction in battery voltage. The device was scheduled to be replaced. No patient complications have been reported as a result of this event.